Event description:
A malfunction alarm was reported with the pump, and the customer confirmed that it was within warranty. The malfunction code displayed was malf 16, and the issue did not cause the blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for the pump to be replaced and instructed the customer to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer was guided on storing the pump before returning it and understood the requirement to send the malfunctioning pump back within 10 days using a pre-paid label.